Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Eval summary: awaiting return of complaint device.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure the surgeon had a series of issues with several devices during the surgery. It appears that a portion of the distal tip of an expressew suture passer needle broke off into the body; surgeon was able to locate and remove the fragment. While using an fms cutter, either there was some breakage or metal shavings that were deposited into the body; the debris was able to be removed from the patient. And lastly, one of the three fixation anchors, a spiralok anchor, broke while being inserted into the bone hole. They are reporting a successful completion of the repair without patient consequences. Also see associated MDR 1221934-2012-00251.

Manufacturer narrative:
The complaint device was received here at mitek, and, upon a cursory view, we can clearly see that the distal end of the sheath has not just broken away as reported in the complaint narrative, but been torn away; the condition of the break area is ragged and irregular as if it had caught onto something hard during use. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The device was forwarded to the mitek fms engineering team for an evaluation; the team noted that the device was in a condition that can be attributed to the following: this is a "single patient use" device; however, there are signs which indicate possible multiple re-processings / re-uses; aggressive wear marks and corrosion are easily visible. The complaint device has been designed, engineered, manufactured, and, has regulatory approval, is licensed and marketed throughout the world as a single patient use device. If this device has been re-processed and re-used, which means that it had previously fulfilled its obligation successfully, then the act of re-processing is an alteration or a re-manufacturing of the original state and intention of the device, and because of this action, the re-processor is the de facto manufacturer and would be the responsible party for the product and this issue. The device is indicated for the removal of "soft tissue;" however, the broken distal tip of the cutter has been sheared off, which is indicative of having some elevated mechanical load applied to it, and the possibility that the device was used to cut bone (which is not indicated), or it is possible that the cutter came into contact with something hard, like another instrument, causing the tip to shear off. Based on these considerations and hypotheses, we attribute the device's condition to technique, a user issue, not a fault of the device. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.